Event description:
Per customer medwatch, two alaris modules failed while patient being taken off cardiac bypass. Channel b infusing norepinephrine to help wean patient off cardiac bypass. Channel b turned off spontaneously without warning. Channel was not manually turned off. Patient became hypotensive and required resuscitation. Approximately 15 minutes later, staff noticed psa number had increased (indicating light anesthesia) and noticed channel d had spontaneously turning itself off without warning. Channel d was infusing versed, cisatra, and sufentanil. New device used, no further problems identified. Two other channels a and c were present, but not involved. A phone call was made to risk manager requesting additional information. She responded that additional information would be provided during planned customer advocacy visit scheduled. As only limited additional information specific to this report was available during site visit, letter was sent to risk manager and assistant director of biomedical engineering requesting device be sent in for evaluation and asking for additional information including event specifics and device serial number. Assistant director of biomedical engineering will work his team to obtain device(s).

Manufacturer narrative:
Patient information requested and all available information is included.